Event description:
It was reported that the pump motor drive failure occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Case bottom seal was broken. Plunger seal in tact. Good condition with no signs of external damage. Found 'pump motor drive off post' at power up with battery power only. Powered up as normal when plugged into alternate current (ac). The root cause of the reported issue was found to be battery no longer holds a charge. The battery was 9 years old. Replaced the battery. Performed power up process and all functional tests which passed.